Event description:
Reporter indicated a patient had the vns generator and lead removed on (B)(6) 2011 due to an infection and wound dehiscence at the generator site. The patient had vns generator replacement surgery performed earlier on (B)(6) 2011. It was unknown if the patient had any trauma or manipulated the incision sites. It was unknown what to attribute the infection to. The wound was cultured but specific results were not recalled. The patient has fully recovered from the infection.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.